Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, complaint escalations, infusion products global customer support operations. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
(B)(4). Case description: biomed has a 8300 giving him a 570.6500 error. Sn: (B)(4). Failure device type: alaris system instrument, failure problem type: 8300, failure mode: troubleshooting/ error codes. Case resolution: recommend to send in unit for oridion module replacement. Biomed will get a po and call back for a RMA.